Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to remove or guide separation; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the device was difficult to remove. A vascular surgeon was called in and the device was pulled out of the patient, but the sheath was broken off and remained in the patient. The patient was taken to surgery and the sheath was surgically removed. Surgery was performed under general anesthesia. Hemostasis was achieved surgically. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure due to the surgical removal of the sheath. The physician is reportedly trained in the use of the proglide device. No additional information was provided.